Manufacturer narrative:
H6 investigation conclusions: it was inadvertently reported as 4315 - cause not established in follow-up report 1.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced uncomfortable stimulation/painful stimulation at the ipg site following multiple falls in (B)(6) 2021. As such, surgical intervention took place wherein the entire system was explanted and replaced addressing the issue. Effective therapy was confirmed post op.